Event description:
The patient reported symptoms including never having therapeutic effect, difficulty walking, increased baseline pain, leg weakness and/or spasm, paresthesias, tingling, bladder retention, and constipation. The patient reported that he was too close to bedridden, and felt much better before the pump was implanted. No diagnostic testing has been performed. The drug contained in the patient's pump is unk. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.